Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: hwc. A review of synthes device history records for manufacturing revealed no complaint related issues. The product evaluation visual inspection revealed the tab on the locking mechanism has been broken off and the medial side of the break is bent toward the medial hole. There is a raised burr in the lower right edge of the medial hole. Based on examination of the returned part, the locking mechanism was in the locked position when attempting to insert the helical blade. The locking tab was bent and then broke off as a result. This issue has been noted on several previous complaints and an internal corrective action has been opened to address this issue.

Event description:
It was reported that during an im nailing of the hip procedure, the surgeon could not advance the helical blade into the nail, and the locking mechanism was down and deployed. The surgeon inserted the nail and then went to insert the helical blade but it would not advance. The surgeon continued to mallet the helical blade and broke the locking mechanism off the nail. The surgeon then backed out the helical blade and nail. The surgeon used a new nail and the same helical blade to complete the procedure with no further problems. There was no adverse effect to the patient.